Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. E224 occurred due to failure of cable connector. However, the problem with focus was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿use only detergents whose compatibility for cleaning camera heads and accessories is certified by the automatic thermal cleaning/disinfector¿s manufacturers and which are approved by a competent authority. Incompatible detergents may considerably damage olympus camera heads and accessories. Preferably, use enzyme-based agents. Avoid agents containing highly alkaline or acidic compounds, such as citric or phosphoric acid. Corrosion of the instrument¿s material may occur. Remove the camera head and accessory from the automatic thermal cleaning/disinfector immediately when the automatic procedure has stopped to prevent corrosion of the camera head and accessory.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, e2, e3, g3, and h10. B3: date of event - (B)(6) 2023. E2: healthcare professional. E3: biomedical engineer.

Event description:
Additional information was received from the initial reporter that there were no delays, nor was the procedure cancelled or prolonged. The intended procedure was completed using the same equipment. It was noted that the device was inspected prior to use.

Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k camera head had an image problem, and e224 (scope communication error) (unable to recognize a subject) showed when the video connector was moved during diagnostic procedure. There were no reports of patient harm or impact associated with the reported event.